Manufacturer narrative:
H10: one malfunction was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdrs 2020394-2019-04410. H10: for the remaining 9 malfunctions, five lot numbers were provided and lot history reviews were performed. Of the nine reported malfunctions, no devices were returned. Medical records were provided and reviewed for 8 malfunctions. Six malfunctions were confirmed for both filter tilt and the retrieval difficulties. Two malfunctions confirmed for retrieval difficulties and not tilt. The remaining malfunction is inconclusive for the issues as no objective evidence was provided for review. A definitive root cause has not been established. The devices are labeled for single use. H10: d4 (corporate lot no: gfxh3494, gfyi2727, gfbt0344, unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model dl900f. Denali filter allegedly experienced a malposition of the device and difficult to remove. This information was received from various sources. Of the ten malfunctions, all ten involved patients with no patient consequences. Nine patients ranged from 35 - 74 years of age and four patients weight ranged from 115 ¿ 180 lbs. Of the reported patients, 4 were male and 5 were female. Patient age, weight, and gender for the remaining patient's were not provided.

Event description:
This report summarizes nine malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced a malposition of the device and difficult to remove. This information was received from various sources. Of the nine malfunctions, all nine involved patients with no patient consequences. Eight patients ranged from 41 - 74 years of age and three patients weight ranged from 115 ¿ 180 lbs. Of the reported patients, 4 were male and 4 were female. Patient age, weight, and gender for the remaining patient's were not provided.

Manufacturer narrative:
H10: one malfunction was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdrs 2020394-2019-04410. H10: out of the reported 9 malfunctions, five lot numbers were provided; therefore, a lot history review was performed. Samples were not returned to the manufacturer for inspection/evaluation. Medical records were provided and reviewed for 8 malfunctions. Five malfunctions were confirmed for both filter tilt and the retrieval difficulties. One malfunction was confirmed for retrieval difficulties, filter tilt and perforation. Two malfunctions confirmed for retrieval difficulties and not tilt. The remaining malfunction is inconclusive for the issues as no objective evidence was provided for review. A definitive root cause could not be determined. The devices are labeled for single use. H10: g4, d4 (gfxh3494, gfyi2727, unknown).

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model dl900f. Denali filter allegedly experienced a malposition of the device, difficult to remove and no known device problem. This information was received from various sources. Of the ten malfunctions, all ten involved patients with no patient consequences. Nine patients ranged from 41 - 74 years of age and three patients weight ranged from 115 ¿ 180 lbs. Of the reported patients, 4 were male and 4 were female. Patient age, weight, and gender for the remaining patients was not provided.

Manufacturer narrative:
H10: lot numbers for five devices were provided and lot history reviews were performed. Of the ten reported malfunctions, no devices were returned. Medical records were provided and reviewed for each malfunction. Six malfunctions were confirmed for both filter tilt and the retrieval difficulties. Two malfunctions confirmed for retrieval difficulties and not tilt and two malfunctions were inconclusive for both failures. A definitive root cause has not been established. The devices are labeled for single use. H10: b5, d4 (corporate lot no: gfxh3494, gfyi2727, unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes nine malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of the device and difficult to remove. This information was received from various sources. All nine malfunctions were involved patients with no patient consequences. Nine patients ranged from 31 - 74 years of age and three patients weight ranged from 115 ¿ 180 lbs. Of the reported 9 patients, 5 were male and 4 were female. Weight for the remaining five patient's were not provided.

Manufacturer narrative:
H10: of the reported 9 malfunctions, one malfunction was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdr 2020394-2019-04410. H10: of the reported 9 malfunctions, five lot numbers were provided; therefore, a lot history review were performed. The devices were not returned to the manufacturer for inspection/evaluation. Medical records were provided and reviewed for 9 malfunctions of which one included images. Four malfunctions were confirmed for filter tilt and the retrieval difficulties. Two malfunctions were confirmed for retrieval difficulties, filter tilt and perforation. Two malfunctions confirmed for retrieval difficulties and inconclusive for tilt. The remaining one malfunction is confirmed for obstruction of inferior vena cava filter. However, the investigation is inconclusive for retrieval difficulties and filter tilt. A definitive root cause could not be determined. The devices were labeled for single use. H10: d4 (gfxh3494, gfyi2727, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Lot numbers for five devices were provided and lot history reviews were performed. Of the ten reported malfunctions, no devices were returned. Medical records were provided and reviewed for each malfunction. Six malfunctions were confirmed for both filter tilt and the retrieval difficulties. Two malfunctions confirmed for retrieval difficulties and not tilt and two malfunctions were inconclusive for both failures. A definitive root cause has not been established. The devices are labeled for single use. (Corporate lot no: gfxh3494, gfyi2727, unknown).

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model dl900f denali filter allegedly experienced a malposition of the device and was difficult to remove. This information was received from various sources. Of the ten malfunctions, all ten involved patients with no patient consequences. Nine patients ranged from 41 - 74 years of age and three patients weight ranged from 115 ¿ 180 lbs. Of the reported patients, 4 were male and 4 were female. Patient age, weight, and gender for the remaining patients was not provided.

Event description:
This report summarizes nine malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced a malposition of the device and difficult to remove. This information was received from various sources. Of the nine malfunctions, all nine involved patients with no patient consequences. Nine patients ranged from 31 - 74 years of age and three patients weight ranged from 115 ¿ 180 lbs. Of the reported patients, 5 were male and 4 were female. Patient age, weight, and gender for the remaining patient's were not provided.

Manufacturer narrative:
H10: one malfunction was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdr 2020394-2019-04410. H10: out of the reported 9 malfunctions, five lot numbers were provided; therefore, a lot history review was performed. Samples were not returned to the manufacturer for inspection/evaluation. Medical records were provided and reviewed for 9 malfunctions. Five malfunctions were confirmed for both filter tilt and the retrieval difficulties. One malfunction was confirmed for retrieval difficulties, filter tilt and perforation. Two malfunctions confirmed for retrieval difficulties and inconclusive for tilt. The remaining one malfunction is confirmed for obstruction of inferior vena cava filter. However, the investigation is inconclusive for retrieval difficulties and filter tilt. A definitive root cause could not be determined. The devices are labeled for single use. H10: d4 (gfxh3494, gfyi2727, unknown), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.